Manufacturer narrative:
Additional information: h3, h4, h6(update codes), and h11. H4: the lot was manufactured between february 15-20, 2024. H11: the device was received for evaluation. Visual inspection was performed on the returned sample which showed that the bladder has been ruptured. The ruptured bladder was examined, and there were no signs of abnormality observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause for the bladder rupture could not be determined; however, may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor ruptured during filling. The device contained saline. There was no patient involvement. No additional information is available.